Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided at the time of the incident. The customer stated the buttons don't respond sometimes at all. Troubleshooting was provided however the issue was not resolved. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Device functioning properly. No damage on battery cap or battery tube noted during visual inspection. (B)(4).